Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose with blood glucose of 300 mg/dl. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated by manual insulin. The customer was stated that the insulin pump alarmed with motor error. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08770 inches.the stop (idle) current and run current measurement tests are within specification. Insulin pump also passed tone check on self test, off no power alarm test and a21 error test. Unit failed vibrate check on self test due to broken black vibrator motor wire. No motor error alarm noted during bolus/basal delivery or during the prime/fill. The motor was tested outside of the unit and passed. Insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.